Event description:
After 1+ months of implantation, this ICD was explanted because it was reported that the patient had received 70 shocks from a defective medtronic fidelis defibrillation lead. The battery on this device was almost at eri.

Manufacturer narrative:
(B)(4), 2012. The analysis from the manufacturer is pending. Device was not returned.